Manufacturer narrative:
The corrections are as follows: date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that a needle break occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "rear cannula end is broken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. Investigation summary: customer returned (1) 32g x 4mm bd pen needle without a tear drop label attached. Consumer reported rear cannula end is broken. The returned sample was examined and exhibited a broken non-patient cannula, thus confirming the alleged defect. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the cannula break is user error during pen needle attachment to the pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that a needle break occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "rear cannula end is broken."